Event description:
Reportedly, the pacing system was implanted on (B)(6) 2020. During the first follow-up performed after implantation, on (B)(6) 2020, an elevated pacing threshold and several noisy episodes recorded in the device memory were observed. Therefore, a re-intervention was performed on (B)(6) 2020 and the right ventricular lead was replaced. Preliminary analysis results confirmed the reported elevated pacing threshold, which most probably resulted from a right ventricular lead positioning issue. In addition, noise oversensing was observed in the ventricular channel most probably due to electromagnetic interferences (emi) at 50 hz and/or myopotentials that could have also resulted from a lead positioning issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the pacing system was implanted on (B)(6) 2020. During the first follow-up performed after implantation, on (B)(6) 2020, an elevated pacing threshold and several noisy episodes recorded in the device memory were observed. Therefore, a re-intervention was performed on (B)(6) 2020 and the right ventricular lead was replaced. Preliminary analysis results confirmed the reported elevated pacing threshold, which most probably resulted from a right ventricular lead positioning issue. In addition, noise oversensing was observed in the ventricular channel most probably due to electromagnetic interferences (emi) at 50 hz and/or myopotentials that could have also resulted from a lead positioning issue.